Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left thr surgery had been performed on an unspecified date, the patient experienced dislocation. This adverse event was addressed by revision surgery to exchange the con lnr 0deg 26id 50-52od sz e, with competitor products. The patient current health status is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The x-ray provided was reviewed and could not confirm the dislocation, but the disassembly of the liner is visible and confirmed. The clinical/medical investigation concluded that, the undated x-ray and photo provided were reviewed. The x-ray appears that the constrained liner has disassembled while implanted. Whether this a cause of the dislocations or a result it cannot be concluded but at the time of the x-ray the hip was not dislocated at that time. No other medical/ clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed but the patient impact is limited to the revision procedure. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for reflection constrained liner acetabular system revealed that implant loosening has been identified as a adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported incident could be corroborated as the x-ray confirm the disassembly of the device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.